Event description:
It was reported that the ilet pump was dropped and the touchscreen cracked, after which the user could not unlock the device to pause therapy; the device remained powered but was no longer watertight and required replacement. Investigation included review of the event history and device use information. Further investigation of this case revealed physical damage to the display assembly consistent with accidental drop and loss of touch functionality preventing normal operation. There was no user reported symptoms, no injury and no adverse clinical effects during the event. Outcomes included interruption of insulin delivery and the need for device replacement. It was concluded that, based on previously established findings for similar reports, the event resulted from accidental damage, with device performance impaired by a cracked screen, and that replacement was indicated.